Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the right rear frame has broken at the gusset where the rear cane meets the rear frame.